Event description:
The subject's family member reported that on 8/15/00 their child was not feeling well and had been vomiting for several hours. The subject's blood glucose per the one touch profile meter was 25 "control" (22:00) so the family member did not give pt insulin. The subject had not had anything to eat. On 8/16/00, the subject's symptoms persisted and pt was taken to the hospital lab was 800 mg/dl and pt was admitted to ICU for treatment of hyperglycemia and dehydration.